Event description:
Procedure: immediate diep flap reconstruction following right mastectomy. According to the reporter, the surgeon was unable to squeeze the handles of the device to load a clip in the jaws of the device prior to use on patient. Another device of the same kind was used to complete the case and the patient had no complications.

Manufacturer narrative:
(B)(4).